Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 and influenza a. The same sample was retested on a different liat analyzer which yielded a positive result for influenza a and negative for sars-cov-2 and influenza b. The influenza a positive result was reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
No systematic issue was identified throughout the dataset. No product problem is suspected. Review of both results appear to be true positives as the curves and cts suggest true amplification for both influenza a and sars-cov-2. The CT for the sars result was at the limit of detection (lod) as it was delayed, which indicates the sample is a low titer sample. This explains why the repeat run only generated a influenza a detected result. Data for the repeat run performed on the different liat analyzer was not provided. Samples near or at the lod may generate wavering results upon retest. (B)(4).